Manufacturer narrative:
Other: (for loss of sensation).

Event description:
It was reported that the patient experienced return of symptoms which included the following: loss of feeling in left side of body, right sided rigidity and incontinence. The hcp planned a work-up; the possibly of a stroke was being considered. The pump contained the following drugs: fentanyl, bupivicaine and baclofen. Additional info has been requested from the hcp, but was not available as of the date of this report.